Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of button error on her insulin pump. The customer states that pressing act button to give herself a bolus, but unresponsive. The customer's blood glucose was 186mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is not being returned due to customer's benefits plan.